Event description:
Reporter alleged blood glucose measured 208 mg/dl at 1:30 pm compared to the result from a nurses's meter at 1:35 pm which was 106 mg/dl. No treatment was reportedly received at the time, however, customer later took her normal oral diabetes medication as a result. A request was made for the return of the suspect device and replacement product was sent.